Manufacturer narrative:
Patient information now provided.a medtronic representative visited the site and performed a system checkout. System performed properly and met all specifications. Unable to replicate reported event.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. No patient logs/exams returned to manufacturer for analysis. No patient logs/exams returned.

Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged a 3-4mm inaccuracy. No further details were provided. The surgeon successfully completed the procedure with the use of the navigation system. There was no impact on patient outcome.